Manufacturer narrative:
Additional information: d9 - date returned to mfg was on 2/1/2022. Received one used d1000 tego. The device was disassembled and confirmed to have errant silicone adhesive that bonded the seal to the internal portion of the yellow body. The errant adhesive can result in leakage during use. There were no other anomalies or damage observed other than the errant adhesive. The probable cause is errant adhesive applied during manual assembly in manufacturing. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event occurred on an unspecified date involving a tego® connector that had a blood leak. It was reported that during a dialysis session, a patient that was connected for 1 hour and 45 minutes had a blood leak on a tego valve. There were drops of blood coming out while the tego and line¿s system were properly screwed. The valve was new which was installed the same day at 8am when the patient was connected. This valve was on the arterial branch of the catheter. There was no particular alarm regarding the catheter which worked without any pressure problems. The leak came from the transparent part of the tego. The patient was lying in bed and the dialysis catheter including tego valve was wrapped in compresses and sterile field as recommended. The patient realized the leak once the compresses were soaked with blood and the blood flowed out of the sterile field. The patient lost around 200ml of blood. A blood count check will be done to see the impact of the blood loss on the patient¿s hemoglobin level. Visually, the valve did not have any particular defect during the placement. There was patient involvement however there was no adverse event reported.